Event description:
Water chamber daily has black specks/ pieces, visually see the pieces in spots up plastic all the way back to CPAP air hole in device. I am puking every morning, coughing, some little black specks stick in my fingers like a splinter. I hate sleeping, I will cough when I put mask on, I had bronchitis, mrsa all in last few months, and this machine specks are getting worse, along with my morning puking, coughing, and trying to clear the stuff from CPAP from lungs. I took a photo of black stuff in water chamber. In 2015 my CPAP did this too, and it's on recall list. This one isn't on recall list but doing same thing. I see breathing doc next month, may get another CPAP since this one isn't on recall list. FDA safety report ID#:(B)(4).